Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four months post implant, the right atrial (ra) lead exhibited high thresholds, the right ventricular (rv) lead exhibited dislodgement and the implantable pulse generator (ipg) exhibited a grommet/setscrew problem, with inability to tighten. Both the ra lead and rv lead were repositioned, and remain in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.